Manufacturer narrative:
Product event summary: the lead/device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met.

Event description:
It was reported that the right ventricular lead had a possible fracture and oversensing/noise were noted which triggered an alert. The noise and oversensing were noted to have occurred during a operation due to electrocautery. The lead was capped and replaced. The device remains in use. No patient complications have been reported as a result of this event.